Event description:
It was reported that pump displayed malfunction code after customer had been disconnected from pump for about 15 minutes and then resumed use. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.